Event description:
Has to use multiple strips just to get a reading, so he went to purchase new strips and he's still having the same issue.&nbsp; ER 1 was the error he was receiving on the screen.&nbsp.